Event description:
It was reported that a patient underwent an unknown spinal procedure, it was reported that during the procedure, the inserter and cage detached and the surgeon had to push the cage in thus causing it to break. The patient underwent a second procedure, during which a second cage also broke during implantation. At an unknown time post-op, it was noted that a third cage was broken on the distal side. The broken cage was replaced. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The breakages are consistent with an over-loading of the cages during impaction: - for the first cage impacted, the origin of the over-loading can be attributed to the application of an angle load on the implant inserter during the implantation of the cage. - for the second cage impacted, the origin of the over-loading can be attributed to the size of the cage chosen compared to the disc preparation and distraction.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 2 views of l5/s1 disc space with wave cage inserted. Images appear to show disruption of the cage. Images are inconclusive.